Event description:
During the procedure the tubing of this device broke apart on the second inflation. The device was removed and replaced there is no report of pt injury. The device is being returned for co's analysis.